Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later patient reported "capsular contracture baker grade iii-IV".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, b6, d1, d2a, d2b, d4, h4, h6. The reported events of inflammation and tissue irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: inflammation and tissue irritation.

Event description:
Patient later reported "a phenomenon of intense pain, with redness and local heat (mastitis), which improved with anti-inflammatory."

Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.